Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient had 2 programmers, they were keeping both to have a spare. The patient reported that sometimes they had no control and it had been happening for ¿quite a while.¿ programmer button use was reviewed, and it was determined that the patient was using the stim on/off buttons. It was suggested that the patient only use the sync button on the left side and use the blue button on the front to turn the screen off. General programming guidance was reviewed and during the call, the patient confirmed seeing a lightning bolt. The patient was to monitor their symptoms and increase the setting a little if needed. No further complications were reported.

Event description:
Additional information was received from the patient. The patient called back and repeated same information said that she is confused with the model and serial numbers and which patient programmer she should use. Patient said a while ago went on vacation and forgot her patient programmer so she received another one. Reviewed information and patient tried both programmers and the one that shows the program row is the original programmer and the other one does not, so suggested patient place a label that says spare on the 2nd programmer that doesn't show the program row. Upon review, patient to use the patient programmer that ends in 93 as the primary programmer and the one that ends in 15 to label as spare.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient is not having any luck at all right now. The patient confirmed that they are having a return of symptoms. The patient stated that they are unable to change programs on their programmer. Patient service stated that they could be on their other device and the caller confirmed neither had the option to change programs. The patient stated that they are not having any relief at all. It was recommended that they follow up with their healthcare professional since the caller have already increased it to where it was strong. No further patient complications are anticipated or expected as a result of this event.